Manufacturer narrative:
Without the benefit of device information, examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, incident occurred in cardiovascular ICU with 4 month old female. Patient's urine output was minimal for last 2 hours, even following lasix dose. Attempt to flush the foley unsuccessful followed by plan to remove foley. Upon removal, rn noted that the balloon was not intact due to sediment build up around the balloon. Nurse could see what she could only describe as debris on both sides of the ruptured balloon. Suspected that pieces of the balloon still inside bladder. Md notified. Appeared to the clinician that balloon was not intact and that some pieces must have remained inside the bladder. Patient was continuing antibiotics. Injury was unsure.